Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately two (2) days, was explanted due to unknown reasons. The explanted device was replaced with a 25mm pericardial valve. Attempts to retrieve additional information were unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Without return of the device for evaluation, we are unable to determine root cause and cannot confirm the clinical assessment as provided by the health care provider. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for analysis. Attempts to retrieve further information and device return were unsuccessful. Without return of the device or additional information, the root cause of the event cannot be determined. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, without return of the device for evaluation, we are unable to confirm the clinical observation as provided by the health care provider.

Event description:
Through follow up with the health care provider, edwards received information that a 3000 23mm bioprosthetic aortic valve, implanted approximately two (2) days, was explanted due to mild to moderate paravalvular aortic insufficiency. The patient originally underwent aortic valve replacement (ew valve) and mitral valve replacement (non-ew valve) to treat native valvular disease. At the original time of surgery, pvl was noted of the mitral and aortic valves. The mitral valve was reinforced at the time of surgery and the aortic valve was left as is. The patient had some oozy bleeding at that time and was treated with administration of blood products. Aortic insufficiency of the edwards valve and pvl of the non-ew mitral valve continued and prompted reoperation. The aortic valve was explanted and the pvl of the mitral valve was addressed by adding reinforcement sutures to the mitral annulus. The explanted aortic device was then replaced with a 2800 25mm pericardial bioprosthesis. The operative note indicated that the aortic valve was carefully inspected. It was reported that "there was no evidence of leaflet damage. The sutures around the valve appeared secure, with no identifiable area of dehiscence. However, based on the preoperative imaging, it was elected to replace the valve." The patient was discharged in stable condition.